Event description:
Patient reported she got to her last step (step 5) of infusion and pump stopped working, states unidentified 0. Rph-registered pharmacist helped to reprogram pump to last step of pump sheet. When patient tried running again, said down occlusion. Patient reviewed tubing, no kinks or clamps in tubing. Patient had her old pump on hand that she did not send back yet. Rph-registered pharmacist helped reprogram the old pump to last step 5 (300ml-milliliter/hr-hour x 42mins-minutes) per pump sheet. Patient was able to resume program and no issues using old pump. No further information, details or dates provided. Unknown if patient experienced an adverse event. Unknown if product is available for return. Serial number not provided. Hyqvia indication: common variable immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia.